Event description:
It was reported that the device was explanted 76 months after the implantation due to eos status.

Manufacturer narrative:
Upon receipt, the device interrogation confirmed the eos battery status, detected on (B)(6) 2019. The device was implanted for 75 months. In a next step, the amount of charge taken from the battery was verified. The battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed an elevated heat dissipation. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified a short circuit, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, a premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The electronic module worked as expected with an external power supply. The premature battery depletion was caused by a short circuit within the battery.